Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported impact to customer's blood glucose level. Reportedly, the customer cleaned the speaker holes and cleared the alarm.